Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received confirmed that the patient does welding and when they asked their doctor about it he said they should be fine. It was noted that the patient used 220 amps and that it changed their settings. The patient stated that they met with manufacturer's representative in (B)(6) 2015 who then fixed the settings (got them back to their settings) and that they had been fine since. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported intermittent stimulation. The patient was using an industrial welder yesterday and today. The battery went dead, "stuff went crazy," and it "messed" up the settings. The patient was able to reset the settings. Compatibility with welding equipment was reviewed. This was reported to be a sudden change in symptoms and the patient noted experiencing pain while welding. Follow-up was performed to determine patient outcome. This event will be updated if additional information is received.